Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) cannot change from black white to black- black. There was no reported patient injury. The device is being returned for evaluation.

Manufacturer narrative:
As reported, a 7f exoseal vascular closure device (vcd) cannot change from black-white to black-black. There was no reported patient injury. Additional information was requested but not provided. The device was returned however not received for evaluation. One non-sterile exoseal vascular closure device, 7f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received in the depressed position, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. The indicator window was observed in the black/white and red position. During this visual analysis, a kinked/bent condition was identified, with five sections located at 1.7 cm, 3.2 cm, 3.7 cm, 4.2 cm, and 5.6 cm from the distal tip. Dimensional analysis was conducted on a portion of the delivery shaft near the affected areas to verify the outer diameter. All results were within specification. The deployment simulation evaluation could not be performed, as the received device was already fully deployed. A high magnification evaluation was performed on the internal mechanism. No abnormal conditions were observed during this analysis. A review of the manufacturing documentation associated with lot 18350953 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device was received fully deployed with full transition of the window. Kinked/bent conditions were observed on the delivery shaft. The exact cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.